Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported experiencing hyperglycemia when she used the infusion set more than 15 hours. Patient stated while attempting to bolus, insulin leaked out of luer connection. Patient reported experiencing this concern beginning a month ago after changing infusion set types. Patient stated her blood glucose level was 216 mg/dl today and when she attempted to deliver a bolus she realized that insulin dripped under the cannula as if the catheter doesn't fit correctly. Patient reported the cannula sticks correctly in her skin and the cannula is not bent. No further information is available. The patient did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.